Manufacturer narrative:
The third-party distributor detected this issue with a returned olympus asset during device inspection and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. E1 - phone number: (B)(6) the device was returned to the third-party distributor for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint to the third-party distributor. During the evaluation of the device, image is not stable was observed due to shortness in ccd cable. The service repair technician assessed the condition and determined that the damage was most likely due component failure. There was no patient involvement.